Manufacturer narrative:
Result eval code (other): investigation: the returned units were functionally tested, and the report of leakage was confirmed. Testing revealed a tear of 0.17 mm in length in the cuff approx 30 mm from the tube end. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though, there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as this unit worked as intended for seven days, it is unlikely, the result of a manufacturing error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.